Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4524 implantable pacing lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that during a device changeout procedure the right ventricular lead showed low impedance levels, high thresholds and possible insulation damage. The lead was reprogrammed to unipolar and the impedance and threshold came back into normal range. The lead remains in use and no patient complications have been reported as a result of this event.